Event description:
It was reported that noise signals were observed on the ventricular channel due to a potential lead insulation break. Technical services discussed programming options. It was later reported that due to the patient's decision, the device was turned off and the lead will be explanted in february 2007.